Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient noted one breast implant was completely deflated and the contralateral implant began to slowly deflate over a couple of weeks. After a consultation with a medical professional, she was diagnosed with bilateral deflated breast implants. As a result, the patient will undergo removal and replacement on (B)(6) 2021. Refer to manufacturing report number 1645337-2022-03991 for the contralateral event.

Manufacturer narrative:
On june 16, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 26, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was found within the siltex cracking, measuring approximately 0.8 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2022, mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. Additionally, the initial report should have included the device lot number as 269294 as it was available. Manufacturer¿s reference number: (B)(4). Manufacturer¿s reference number: (B)(4). In the initial, d4. Lot should have been reported as 269294.